Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and deformation. Weight measurement identified device weight to specification. No openings on the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.